Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.